Event description:
Information has been received from an investigator concerning a 37-year-old white (ethnic group: not hispanic or latino) female subject enrolled in a study entitled " treating abnormal postpartum uterine bleeding or postpartum hemorrhage with the jada system - a post-market registry". This report concerns 1 subject and 1 device. The subject's concurrent conditions included gestational hypertension with gravidity 1 (primigravida) and parity 1 (primiparous). On (B)(6) 2021, she presented for an induction at 38.7 weeks gestational age. This was her first singleton pregnancy. On (B)(6) 2021 at 08:42 admission, her hemoglobin (hgb) was 12.5 grams per deciliter (g/dl) and had a scheduled cesarean section (c-section) delivery and received oxytocin at delivery of infant for 18 hours. She received spinal anesthesia for delivery of an infant that weighed 4720 grams (g). The subject was noted to have postpartum hemorrhage (pph) related to uterine atony after her delivery. Placental delivery occurred at 11:57 (after 3.25 hours of admission). It was unknown whether lower uterine segment (lus) bleeding involved in this event. Prior to vacuum-induced hemorrhage control system (jada system) insertion, this subject received tranexamic acid (txa) (1 dose), misoprostol, carboprost (1 dose) and methylergometrine maleate (methergine). The cumulative blood lost at end of c-section was 1535cc. The cumulative blood loss prior to the attempted vacuum-induced hemorrhage control system (jada system) insertion was noted as 3264 milliliters (ml), which was severe pph and returned to or for d&c (dilatation and curettage). The patient had interventional radiology on (B)(6) 2021 at 18:45. Vacuum-induced hemorrhage control system (jada system) treatment was initiated on the same day ((B)(6) 2021 15:00) and was placed at operation room (or) by the attending, 2.05 hours after delivery of the placenta. The subject was treated with two units of red blood cells, and 1 unit of fresh frozen plasma after the initial treatment with. It was reported that vacuum-induced hemorrhage control system (jada system) was unsuccessful in controlling pph (device ineffective) and the subject had to undergo uterine artery embolization. Due to this the hospitalization was prolonged. The subject received postpartum antibiotics ampicillin sodium, sulbactam sodium (unasyn) for vacuum-induced hemorrhage control system (jada system) use. Then ir for continued blood loss of 427 in 5 hours since vacuum-induced hemorrhage control system (jada system) placement. The total blood loss for this case was 3779 ml. Vacuum-induced hemorrhage control system (jada system) was removed on (B)(6) 2021 at 08:30. The total in-dwelling time for vacuum-induced hemorrhage control system (jada system) was 18.50 hours after 11 hours after ir and the total amount of blood collected in the canister during vacuum-induced hemorrhage control system (jada system) treatment was documented as 100 ml. The subject was discharged on (B)(6) 2021 at 10:11 (73.68 hours after removal to discharge). Her hgb at discharge was noted at 8.1 g/dl. There was no recurrence of the bleeding event after initial control and vacuum-induced hemorrhage control system (jada system) removal. Vacuum-induced hemorrhage control system (jada system) was fully clotted off (device occlusion) when removed form patient with clots manually removed. Patient moved many times and vacuum-induced hemorrhage control system (jada system) was not on suction during transfers. There was no uterine compression suture used for the bleeding event. The vacuum was reapplied during/after any verification step for additional bleeding. Time from vacuum connection to control of abnormal bleeding with vacuum-induced hemorrhage control system (jada system) was 0-1 min. The availability of vacuum-induced hemorrhage control system (jada system) was unknown. For vacuum-induced hemorrhage control system (jada system), lot number and serial number were not available. Upon internal review, the event device ineffective and device occlusion was determined to be serious as an intervention was required. Medical device reporting criteria: serious injury. (B)(4).

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.